Event description:
The iab was inserted into the pt on 1/30/98. On 1/31/98 after iabp for 8 hrs, the leaked and the iab was removed. (Multiple event to customer complaint number 98-00138). [Event complications]: unk-reported 2/6/98; none-reported 3/20/98. [Pt's current status]: expired-rpt'd 3/20/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.